Event description:
Customer reports that a latch on injector was hard to open and close. Nurse pinched her finger while trying to close. Customer would like the syringe holder evaluated. On (B)(6): product monitoring (pm) follow up with customer who reported that staff rn opened the pressure sleeve of an illumena injector system and caused contaminated fluid and blood to splash into the face of the staff rn. Rn and patient blood samples have been taken for testing to rule out bloodborne pathogens. Customer acknowledged pm to follow up in couple of weeks with regards to testing information. Covidien has made multiple attempts, including a letter sent via (B)(4) for additional information with no response from the hospital.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.